Event description:
Note: this report pertains to one of four flexima biliary stents used in the same procedure. Manufacturer report # 3005099803-2012-00358 addresses the first device. Manufacturer report # 3005099803-2012-00359 addresses the second device. Manufacturer report # 3005099803-2012-00360 addresses the third device. Manufacturer report # 3005099803-2012-00361 addresses the fourth device. It was reported to boston scientific corporation that four flexima biliary stents were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, the patient was being treated for a 3-4cm common bile duct stricture of unknown etiology. A sphincterotomy was performed during the procedure. There were no stones within the duct. No unusual anatomical features were noted. During the procedure, the stents were attempted to be deployed in the common bile duct one after another; however, resistance was encountered, and the guide catheter of each device stretched and broke. For each device, the guide catheter remained within the push catheter enabling the device to be removed as a unit. No other damage was noted to any of the four devices. It was reported that the patient anatomy was tortuous. The procedure was completed with a fifth flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient weight is unknown. (B)(4): guide catheter broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.